Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
Material no. 367964 batch no. 9065839. It was reported that during use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) 126 units blood collection tubes there was rbc seepage past the gel barrier after centrifugation. This occurred on (B)(4) separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during r&d testing in franklin lakes, we observed rbc seepage past the gel barrier after centrifugation in the following bd vacutainer® pst¿ tube. The product information is below. Catalog #: 367964. Batch #: 9065839. Test date: (B)(6) 2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367964, batch no. 9065839. It was reported that during use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) 126 units blood collection tubes there was rbc seepage past the gel barrier after centrifugation. This occurred on 42 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during r&d testing in (B)(6), we observed rbc seepage past the gel barrier after centrifugation in the following bd vacutainer® pst¿ tube. The product information is below. Catalog #: 367964, batch #: 9065839, test date: nov 6, 2019.